Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable cardioverter defibrillator,  implanted: (B)(6) 2005. A 5524m45 implantable pacing lead, implanted: (B)(6) 1996. A 5024m52 implantable pacing lead, implanted: (B)(6) 1996. A 6984m adaptor, implanted: (B)(6) 2005.(B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture at max outputs through the analyzer and that there was high impedance. Possible lead fracture was suspected. The lead was capped and not replaced as the patient's device was downgraded. No patient complications have been reported as a result of this event.